Manufacturer narrative:
The customer reported problem was not confirmed . A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had error 351.6660 in the error log. 8110 syringe sn (B)(4). He was not able to replicate the error. Case resolution: I recommended (B)(6) to perform test/pm on the syringe. If it passes the test, (B)(6) will put the unit back in circulation. If the error re-occurs, (B)(6) will send unit in for warranty repair. (B)(4).